Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, performance data in regard to the lead was also received and analyzed. Analysis of the performance data revealed oversensing as there were 27 ventricular non-sustained events less than or equal to 210 milliseconds between (B)(6) 2013. There was also 596 ventricular short interval counts (sic) in 1.02 days, occurring between (B)(6) 2013.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity count (sic) and was exhibiting noise. It was also reported that a lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.